Manufacturer narrative:
(B)(4). A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. The post market surveillance department requested medical records and have not been provided.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient had not been doing pd treatment for a few days and presented to the hospital with hyperkalemia. The nurse reported the patient will be re-educated.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported, a (B)(6) year old male patient with end stage renal disease (esrd) on peritoneal dialysis therapy was diagnosed with peritonitis. A culture was taken at the hospital on (B)(6) 2016 and revealed a fungal infection. The patient was given unspecified antibiotics. The patient was discharged on (B)(6) 2016. The pdrn indicated the patient's peritonitis was determined to be hospital acquired. She indicated the patient was given vancomycin and tobramycin (route, dose and frequency unspecified). The patient's fungal growth was determined to be yeast. The patient continued with pd throughout the hospitalization. Following discharge the surgeon will put a line for the patient to go on hemodialysis for six weeks.